Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory failure. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory failure. There was no report of medical intervention. No additional information can be requested at this time. The ventilator was returned to the product investigation laboratory (pil) for evaluation and pil was unable to confirm any cause related to a defect, malfunction, or any failure in or of the suspect trilogy 100 ventilator that would apply to the allegations in the complaint section. During evaluation pil observed the presence of foreign material indicative of contamination from external sources. Pil technician could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. The suspect unit operated without issue or alarms.